Event description:
It was reported that a pt experienced localized hair loss after a brain perfusion scan. The pt was scanned on (B)(6) 2009 and (B)(6) 2010. This MDR refers to the scan that took place on (B)(6) 2010. MDR 2126677-2011-00058 refers to the scan that took place on (B)(6) 2009. Investigation: no system malfunction was reported or determined to exist after troubleshooting and investigation. Measurement and eval of the scan parameters used by the site for these examinations shows that the dose administered to the pt (2.11 gy) was greater than the recognized threshold level for deterministic effects such as skin reddening and temporary hair loss. The dose prescribed by the site was significantly greater than ge and the site's default protocols. The ge provided protocol for this scan type results in a pt dose that is significantly lower than industry and FDA recognized threshold levels for possible deterministic effects. The site's default protocol for perfusion scanning was found to be in accordance with ge reference protocol recommendations for imaging and dose. According to the site, the technician manually increased the ma on the exam in order to enhance the image quality although images captured at the site with original unaltered default protocols were of diagnostic quality. Ge analysis of the actual scan parameters show that a significant increase to the kv outside of default system parameters also occurred. The site retrained their staff of technologists not to change the default protocols. Techniques and dose are incorporated into the site's new technologist training and annual evals. The operators are licensed, trained, and are under site-specific procedures concerning pt dose and exam prescription. Facilities are recommended to monitor pt dose and to pay close attention to any exam prescription that could approach levels as discussed by the FDA as thresholds for deterministic effects. In accordance with (B)(4), the system is designed to call special attention to all prescriptions in which the user is prescribing more than one scan at a single location. This is in the form of a pop up warning message that requires user acknowledgement to continue. The scan parameters are displayed for the operator and confirmation is required prior to starting the scan. This confirmation is done by clicking a button on the same window as the scan parameters. Additionally, product labeling specifically warns the operator with the following statement: "prolonged exposure to x-ray in one spot may cause reddening or radiation burns. User must be aware of the techniques used and exposure time to insure safe operation."